Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4) - [(B)(4)].

Event description:
Reported via journal article that within this study, restenosis occurred. Clinical study results from japan aim to report whether intentional undersized dilatation of targeted lesions during carotid artery stenting (cas) carried a higher risk of in-stent restenosis (isr) and correlation to subsequent ischemic strokes in qualifying arteries during the follow-up period. Eight patients experienced restenosis post-procedure, six of which received a wallstent. Of the eight patients that experienced restenosis, one patient underwent superficial temporal artery-middle cerebral artery anastomosis, two patients underwent angioplasty alone, and the remaining five received repeat cas. In case 4, the target lesion was 93% stenosed prior to cas. A wallstent was deployed successfully, with 0% residual stenosis after stenting. The patient was released on antiplatelet drugs (aspirin and thienopyridine). During routine follow-up 14 months after the index procedure, the patient presented with 80% restenosis. Intervention was then performed. Of the eight patients that experienced restenosis, one patient underwent superficial temporal artery-middle cerebral artery anastomosis, two patients underwent angioplasty alone, and the remaining five received repeat cas. Muarkami , m., hatano, t., miyakoshi, a., arai, d., yamaguchi , s., ogino, e., . . . Tsukahara, t. (2015). Follow-up after undersized dilatation of targeted lesions in carotid artery stenting. British journal of neurosurgery, 661-667.